Event description:
Caller reported blood glucose results of 144 mg/dl, 121 mg/dl, 196 mg/dl, 158 mg/dl, and 149 mg/dl on the customer's aviva system, 171 mg/dl, 151 mg/dl, 229 mg/dl, 183 mg/dl, and 177 mg/dl on customer's advantage system within 10 minutes. No adverse event was reported. Strips not available for return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(6).